Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead experienced increased levels of signal noise. Both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead experienced rising impedance, oversensing and mirror image noise. The leads were explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis indicated that the right ventricular lead pacing impedance was steady at approximately 700 ohms through (B)(6) 2014, and then began to have increased variability with measurements between 432 ohms and 720 ohms.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis determined that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Non-physiologic oversensing was noted on arrhythmia episode electrograms. Mirror image noise consistent with compromised insulation, however further analysis was not possible without the returned lead. It was also noted that the right ventricular (rv) lead pacing impedance was steady at approximately 700 ohms through (B)(6) 2015, and then began to have increased variability with measurements between 432 ohms and 720 ohms. (B)(4).